Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yang s., chen p.,(2003), proximal kyphosis after short posterior fusion for thoracolumbar scoliosis , clinical orthopaedics, and related research, number 411, pages (taiwan) doi: 10.1097/01.blo.0000069885.72909.bb. This study aims to review the sequential radiographs of 14 patients treated by short posterior spinal fusion for thoracolumbar or lumbar scoliosis. From july 1989 to july 1998, 50 patients with thoracolumbar or lumbar idiopathic scoliosis who were also treated were included in the study. 36 patients were treated with anterior instrumentation and fusion, and the other 14 patients were selected randomly to receive short posterior instrumentation and fusion. Moss-miami instrumentation (depuy acromed, raynham, ma) was used in three patients, and isola instrumentation (depuy acromed) was used in one patient. The followups were minimally 2 years (range, 24¿95 months). The patients were divided into two groups according to the occurrence of proximal junctional kyphosis (proximal junctional kyphosis having 6 patients all females age at operation 15.8 (13¿21 years) and nonproximal junctional kyphosis groups having 8 patients (7 females and 1 male) age at operation 18.8 (13¿3 years). The following complications were reported as follows: proximal junctional kyphosis was observed in six patients, classified as the proximal junctional kyphosis group. Severe progression of the kyphotic deformity at the proximal junction occurred in one patient in this group. Because of the unacceptable figure of the trunk, the patient needed revision surgery to extend the instrumentation to t5. 5 patients had focal kyphotic angles of 10 or greater before and immediately after surgery. Four of these five patients had proximal junctional kyphosis develops during followup after short posterior spinal fusions. A case of a (B)(6) year-old girl had a preoperative coronal lumbar curve from t12 to l5 that measured 50 who underwent short posterior instrumentation and fusion from t10 to l5 was done. Radiographs obtained after the posterior spinal instrumentation showed that lumbar lordosis was 45 and thoracic kyphosis was 40. The focal kyphotic angle from t8 to t10 remained 20. Thoracic kyphosis progressed to 70 6 months after surgery and the focal kyphotic angle from t8 to t10 progressed to 40. Revision surgery was done to correct this kyphotic deformity by extending the instrumentation and fusion up to the t5 level. After the revision surgery, there was no progression of thoracic kyphosis or other complications. This report is for an unknown moss-miami instrumentation and isola instrumentation. This report is for one unknown screw/rod construct accessories. This is report 4 of 4 for (B)(4).